Event description:
The pt's catheter was revised because the physician wanted it placed higher; the original placement of the catheter was causing the pt discomfort. The "ic portion" of the catheter was replaced; it was noted that the strain reliefs were not used. The pt had a good outcome.

Manufacturer narrative:
(B) (4).